Event description:
Customer reported that pt presented with a ventral hernia at an unspecified time following closure of the abdomen with prolene sutures after a colon resection. Pt was taken to the or for correction of the hernia.